Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: april 15, 2024 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod partially advanced. The cartridge presented with no damage. Viscoelastic residue was observed through the length of the cartridge. The lens module was inspected, and no damage or viscoelastic residue was identified. A portion of a haptic was observed in the neck of the cartridge. The handpiece assembly was inspected and no issues were identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens had a missing entire haptic, and the surgeon could not remove the lens due to zonular weakness. Issue first identified during implantation and application. It is unknown if there was any medical or surgical intervention performed. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.